Event description:
The pump system check was performed by the clinical diabetes specialist. Additional information received indicated that the occlusion was caused by insulin that had gelled in the luer lock.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose level was 476 mg/dl with moderate ketones and will be treated by a healthcare provider. During a system check with tandem customer technical support (cts), the insulin appeared to be gelled in the tubing. Cts recommended that the cartridge and tubing be changed.